Event description:
During an unrelated revision procedure, it was not possible to loosen the set screw in the header of the device. The device was explanted and a new device was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of could not untighten the v-setscrew to remove the lead from the header was confirmed. Analysis revealed the v-setscrew had been stripped by the user/physician preventing it from being untightened in the hospital. Special tools were used in the lab to untighten the setscrew with normal force. The stuck v-lead could then be removed with normal force. The stripped setscrew was the result of incorrect wrench insertions into the setscrew by the physician/user.